Manufacturer narrative:
Concomitant medical products: product ID 8731sc, lot# 0203832160, implanted: (B)(6) 2010, product type catheter; product ID: 8731sc, serial/lot #: (B)(4), ubd: (B)(4) 2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a clinical study regarding a patient who was receiving morphine (5000.0 mcg/ml at 1592.6 mcg/day) via an implantable pump for an unknown indication for use. It was reported "a few hours ago" the patient had an episode of tingling over the whole body, sweating, and loose feces. The event date was reported to be (B)(6) 2018. After 1g of dafalgan, the patient was relatively free of complaints. The patient only had a stiff feeling on the right side of the neck that they had since the morning, which was still present. The patient had no fever, "fotofobia," "fonofobia," coughing, dyspnea, nausea, vomiting, or other diseases in the environment. The device diagnosis was a possibility of kink in the pump. The clinical diagnosis was side effects from the baclofen pump. An examination on (B)(6) 2018 indicated everything was normal. The results of an x-ray performed on (B)(6) 2018 indicated "undeep inspiration, no manifest densifications." No actions were taken. The event resulted in an emergency room visit. The event was considered related to the device or therapy (pump), and not related to the implant procedure. The event resolved without sequelae on (B)(6) 2018. No further complications were reported oranticipated. Additional information was received. The patient said he had problems with his pump in the past, but the rx showed everything was normal back then. It was reported neurosurgery was going to control the pain pump, because the complaints might be caused by a nick in the pump. The clinical diagnosis was updated to "episode of sweating, tingling and loose faeces probably caused by a pump problem (knick in the pump)." Additional information was received. The patient was receiving morphine ("5000 ug/ml/day"), cymbalta (60 mg/day), and dixarit (25 mg/day). The patient's gender, weight, and age were provided. Additional information was received. "Undeep inspiration, no manifest densifications" was stated to mean that there were no severe lung problems, but that there was a little bit of superficial breathing. It was reported this had nothing to do with the pump. Additional information was received. "Neurossurgery was going to control the pain pump" was clarified to mean "check the pump." When asked if a specific device issue was identified, the response was, "kink in the pump." No other contributing factors to the event were identified. The lot number and implant date of the patient's catheter were provided. Additional information was received from the clinical site. There was no information about pump inspections or actions that were taken.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the outcome was unresolved with no further action planned.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported no further problems/issues/confirmations were reported, so it is unclear and it will never be clarified in the future. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a foreign healthcare professional (hcp) via a clinical study updated the event to event might be caused by nick in catheter instead of nick in pump.